Event description:
It was reported that the bd vacutainer® 9nc 0.129m plus blood collection tube experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: material no: 363080. Batch no: 9065740. Tubes not filling up all the way, leaving not enough blood collected for a correct result.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® 9nc 0.129 m plus blood collection tube experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: material no: 363080, batch no: 9065740. Tubes not filling up all the way, leaving not enough blood collected for a correct result.